Event description:
It was reported that during a ptca treatment procedure involving a calcified and 90% stenotic lesion in the proximal portion of a minimally tortuous lad coronary artery, the quantum maverick monorail balloon lost pressure at 12 atm's on the initial inflation. The pt was asymptomatic during this event. The quantium maverick monorail balloon catheter was removed and replaced with a quantum ranger balloon catheter to successfully complete the procedure. A terumo introducer sheath (size unk), a guidant bmw guidwier (size unk), a 6fr mach1 guide catheter were also used in this case, but which inflation device was used is unk. Pt status is reported as "good".